Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09542.

Event description:
As reported by our edwards affiliate in germany, prior to the transfemoral tavr procedure, it was noted that 2 layers of stents were present in the ilio-femoral anatomy. During the procedure, difficulties were encountered passing the esheath through the stented anatomy. During the procedure, extensive friction was experienced during valve alignment. The valve was not able to be pushed to the distal marker. It was determined that this was likely caused by the circular ring 'crushing' the crimped valve onto the delivery system balloon at that location. When the commander delivery system and valve were placed in the native annulus, it was noted that the valve was displaced about 3mm proximal to the handle. During valve deployment, as the delivery system balloon expanded, it was observed that the inflow end of the valve did not open. The delivery system balloon ruptured on the inflow side of the valve during deployment. Case imagery showed a circular ring at the distal end of the valve constraining deployment. The delivery system was removed. A non-edwards balloon was used in an unsuccessful attempt to complete the valve deployment. The balloon also ruptured. An unsuccessful attempt was then made to retract the valve and deploy it in the aortic arch or descending aorta. During the manipulation of the valve and delivery system, an aortic rupture occurred. The patient expired during the procedure. The devices were discarded and will not be returned for evaluation.

Manufacturer narrative:
Update to b5 (describe event or problem), h6 type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. Correction to h6 (clinical code and device code). The 29mm sapien 3 valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and revealed the following: pre-existing stent was present within aorto-left iliac segment, prior to thv deployment, valve appeared be positioned off-center in reference to the valve alignment markers, and prior to thv deployment, a radio transparent band (ring) appeared to be around the distal end of the valve. In addition, during thv deployment, the distal end of thv/distal balloon shoulder appeared to be restricted, as evidenced by hourglass appearance of inflated thv profile, following by balloon rupture at full inflation, the thv appeared to be embolized in ascending aorta following the balloon rupture event and unidentifiable ring-like structure was fixed on distal end of embolized thv. A device history record review was performed and did not reveal any manufacturing non-conformance that contributed to the reported event. The commander delivery system with s3 IFU, patient screening manual, and procedural training manual were reviewed for instructions and guidance. The procedural training manual provides instructions on balloon burst. If bav balloon bursts or leaks during deployment do not use excessive force, take care when removing the balloon through the tip of the sheath and maintain guidewire position. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system, when removing, ensure the catheter/delivery system and wire are coaxial with the sheath and watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transition. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolized into aorta, and interventional device interacts with non-edwards device were confirmed based on provided imagery. A review of DHR, lot history and complaint history did not indicate any manufacturing nonconformance that could have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. As reported, "when the commander delivery system with the valve was placed in the annulus for deployment, the valve was not center between the markers but slightly displaced about 3 mm proximal to the handle, rapid pacing followed, and the balloon was expanded slowly. It was observed that the distal end of the valve (in-flow side) did not open. The commander delivery system balloon ruptured and the valve embolized into the descending aorta. "Additionally, per the event description, after post-dilatation, fluoroscopy showed a x-ray-dense, ring-like structure of unclear origin around the inflow of the valve stent, which seemed to compress it and which also corresponded to the rupture of the balloons." In this case, imagery review confirmed presence of a ring-like structure that became affixed over the distal end of crimped thv either during ds tracking or valve alignment. While the source of the ring is unknown, patient's left ilio-femoral artery was characterized by presence of stenting, which could have become crushed into a circular ring during sheath insertion (as evidenced by resistance noted during this step). Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, the ring-like structure likely impinged upon the thv inflow side during deployment, preventing its expansion due to compressive forces. This led to increased pressure build up in the inflation balloon, resulting in balloon rupture and thv embolism. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (87-year-old) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, available information suggests that patient factors (pre-existing stent, unidentified ring, interactions with non-edwards device) and/procedural factors (balloon rupture) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.

Event description:
Updated information was provided. The commander delivery system balloon ruptured and the valve embolized into the descending aorta. The ruptured balloon was removed, and a true dilatation balloon was inserted to try to expand the valve. This attempt was unsuccessful, and the balloon ruptured. Despite various maneuvers, the partially folded prosthesis could neither be fully expanded in order to anchor it or to implant a second prosthesis in the aortic position. After post-dilatation, fluoroscopy revealed a x-ray-dense of a ring-like structure of unclear origin around the inflow of the valve stent, which seemed to compress it and which also corresponded to the rupture of the balloons. Likewise, due to the pre-existing aortic pathology and the delivery system with the fixed valve stent, it was not possible to easily retreat the material into the descending aorta. Immediately after dislocation of the prosthesis, the patient showed neurological symptomatology and subsequently, an increasing hemodynamic instability. An intraprocedural stroke and/or an aortic dissection was assumed. As a result of the manipulations, an aortic rupture occurred, and the patient expired. After various maneuvers (conversion to an open surgical intervention was attempted due to patient condition), the valve prosthesis was finally retreated into the abdominal aorta to the in-place lock. There were problems getting the system out of the body. The team was able retrieve part of the delivery system by cutting it. The esheath, the valve and the distal part of the delivery system, which was still fixed to the valve prosthesis, remained in-situ. Per report, the perceived root cause of the reported event was unknown. As per review, the balloon was found to have 'ruptured' during valve deployment at the ic bond area.